Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a follow-up examination post implantation of an intraocular lens (iol) a patient exhibited a residual refraction of -1.00 diopter with visual acuity values of 0.5 without correction and 1.2 with correction. The initial postoperative outcome showed emmetropia and a visual acuity of 1.2, but a myopic shift was subsequently observed. The patient experienced temporary degradation of vision, and daily activities were significantly affected. As a result, the iol was exchanged for a zcu model with +22.0 diopter and 1.00 cylinder. The exchange procedure was lengthy, and the incision was enlarged, causing a delay of approximately 10 minutes. The post-operative visual acuity values without correction were 0.8 on (B)(6) 2026. No further information received.